Event description:
Champion af study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). Five (5) hours post implant procedure, the patient developed a pericardial effusion. A pericardial drain was placed and the patient fully recovered.

Manufacturer narrative:
B5 event description updated h6 patient, impact codes updated.

Event description:
Champion af study it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). Five (5) hours post implant procedure, the patient developed a pericardial effusion. A pericardial drain was placed and the patient fully recovered. It was further reported four days post index procedure the patient was discharged. It was further reported a pericardial effusion measuring 5mm was observed via transesophageal echocardiogram (tee) post implant. In the recovery unit the patient became hypotensive and a transthoracic echocardiogram (tte) revealed a large circumferential pericardial effusion measuring 1.09cm with evidence of cardiac tamponade. A pericardiocentesis was performed and a pericardial well was implanted. 600cc of blood was drained and the patient became hemodynamically stable. Blood continued to ooze from the pericardial well and a sternotomy was performed. A pinhole in the laa was identified. The laa was clipped in response to the bleeding and two mediastinal chest tubes were placed for additional drainage of the pericardial well. Post procedurally, the patient required a blood transfusion and became hypothermic and coagulopathic. The patient was transferred to the intensive care unit for recovery. One day post index procedure, tte showed no further presence of a pericardial effusion. Four days post index procedure, the patient experienced paroxysmal atrial fibrillation which was treated with amiodarone intravenously.

Manufacturer narrative:
B2 outcomes attributed to adverse event updated b5 event description updated b6 relevant tests/laboratory data updated b7 other relevant history updated g2 report source updated.

Event description:
Champion af study it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). Five (5) hours post implant procedure, the patient developed a pericardial effusion. A pericardial drain was placed and the patient fully recovered. It was further reported four days post index procedure the patient was discharged.

Manufacturer narrative:
B5 event description updated.

Event description:
Champion af study: it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). Five (5) hours post implant procedure, the patient developed a pericardial effusion. A pericardial drain was placed and the patient fully recovered. It was further reported four days post index procedure the patient was discharged. It was further reported a pericardial effusion measuring 5mm was observed via transesophageal echocardiogram (tee) post implant. In the recovery unit the patient became hypotensive and a transthoracic echocardiogram (tte) revealed a large circumferential pericardial effusion measuring 1.09cm with evidence of cardiac tamponade. A pericardiocentesis was performed and a pericardial well was implanted. 600cc of blood was drained and the patient became hemodynamically stable. Blood continued to ooze from the pericardial well and a sternotomy was performed. A pinhole in the laa was identified. The laa was clipped in response to the bleeding and two mediastinal chest tubes were placed for additional drainage of the pericardial well. Post procedurally, the patient required a blood transfusion and became hypothermic and coagulopathic. The patient was transferred to the intensive care unit for recovery. One day post index procedure, tte showed no further presence of a pericardial effusion. Four days post index procedure, the patient experienced paroxysmal atrial fibrillation which was treated with amiodarone intravenously. It was further reported a subxiphoid pericardial window was performed not a pericardiocentesis as previously reported. Also, the patient was discharged six days post procedure.